Manufacturer narrative:
Investigation summary: with all the available information and the results from the product analysis, boston scientific concludes that the reported allegations of a hole in the cylinder and the device not working as expected were confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump did not identify any damage; however, under the microscope, it was observed that the kink resistant tubing (krt) was worn to the filament but no leaks were found. Functional testing of the pump revealed the component did not pass the inflation, activation and valve deactivated state tests. The cylinders were visually and microscopically examined revealing both cylinders had wear at a fold in the proximal cylinder body and in the cylinder body as well. Both cylinders had a hole in the outer tube as a result of the wear at a fold. Functional testing of the cylinders was not possible due to the leaks identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that within the past 2 months the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing cylinders were removed and replaced. Upon explant, fluid loss was noticed due to a hole in the cylinder. There were no patient complications related to the event.

Event description:
It was reported that within the past 2 months the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing cylinders were removed and replaced. Upon explant, fluid loss was noticed due to a hole in the cylinder. There were no patient complications related to the event.